Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. This is 2 of 2 reports of medical intervention that occurred. Please see the related record (B)(4). H6 codes: health effect - clinical code problem code: e0131 speech disorder / code not available. H6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient experienced a cgm accuracy issue which occurred the day after sensor insertion into the arm. On (B)(6) 2025, the patient and patient¿s husband called in to report that the patient¿s current cgm reading was 60 mg/dl, and the bg meter was reading 534 mg/dl. At some point, the patient¿s cgm then dropped to 54 mg/dl while the bg meter was reading 534 mg/dl. The patient was actively having a difficult time talking on the call due to her current bg meter reading of 534 mg/dl. The patient then began to stutter. The patient¿s husband became angry on the call and stated that he needed to call an ambulance for his wife due to her current state. The call between the patient and her husband then ended. Attempts to reach the patient and her husband for follow-up and further event details were unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.